Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with placement of a 3.0 x 18 mm xience prime stent and a 3.0 x 8 mm xience prime stent in the mid left anterior descending artery and a 3.5 x 28 mm xience prime stent in the proximal right coronary artery. On an unspecified date in (B)(6) 2014, the patient experienced angina and was re-hospitalized. Unspecified treatment was performed; however, the patient died due to unknown cause. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.